Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shims show used instruments that have disassembled and are missing components. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that six persona shim provisionals were received through the worn instrument return program. The shims were noted to be missing a ball plunger.